Event description:
It was reported that during a procedure using a faradrive sheath air appeared to be drawn into the sheath during aspiration. When the sheath was first inserted into the patient, prior to introducing the catheter, the device had been aspirated with no issue. At the end of the procedure the sheath was aspirated again, however, this time air appeared to be pulled into the sheath. The sheath was removed and was not replaced, as the procedure had already been successfully completed. No patient complications occurred. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.